Event description:
This x-ray system's collimator became loose. It's mounting screws were loose.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.